Event description:
It was reported that, the patient contacted support during a supply change after noticing no insulin drops during the tubing fill process. After pushing insulin, the patient removed the cartridge and observed that it was leaking. The patient confirmed that the connector had been attached to the cartridge after it was placed in the device. The agent instructed the patient to use a new cartridge, continuous delivery infusion set, and connector, and the patient was able to complete the supply change without further issues. Blood glucose levels were reported as unaffected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.